Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a 50% stenosed, mildly calcified, and mildly tortuous left anterior descending artery (lad). A 8 x 2.50 promus premier select stent was advanced, but could not pass through the lesion properly. The device could not be positioned at the lesion site, no attempt was made to inflate the balloon, and the device could not be used. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR: a 8 x 2.50mm promus premier select stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of damage with the mid to proximal stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a 50% stenosed, mildly calcified, and mildly tortuous left anterior descending artery (lad). A 8 x 2.50 promus premier select stent was advanced, but could not pass through the lesion properly. The device could not be positioned at the lesion site, no attempt was made to inflate the balloon, and the device could not be used. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.